Event description:
It was reported that the patient line of the cassette had been leaking during the initial drain phase of peritoneal dialysis therapy. The home patient was not connected. Trouble shooting determined the cause of the leak was due to the patient starting therapy without being connected. The technical service representative reviewed proper procedures. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However. Troubleshooting determined the patient had initiated therapy without being connected and is a known cause of the leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.